Event description:
The physician achieved ateriotomy closure with a 6 fr. Perclose at (closure ak) after a diagnostic procedure on event date. The reporter is the pt that experienced the event. The reporter received benadryl prior to the procedure. Pt recalls slight pain with insertion of the sheath but the catheterization was uneventful. When the physician stated he was going to close with the perclose device pt felt an "excruciating, sharp, burning pain" in their groin radiating to their buttock on two separate occasions, and asked if this procedure was a two step process. Pt was then taken to the recovery area where pt remained flat for three hours. Pt continued to have pain for the entire time. Three hours after the procedure the pt got up and re-bled necessitating manual compression to achieve hemostasis. Pt was discharged approximately six hours later despite continued pain. The pt continued to have pain and four days later was seen in the emergency room. An abdominal ultrasound, and a doppler study were performed. Both studies were within normal limits. Pt was treated with morphine sulfate and discharged home. The pain continued until approximately 11 days later. A week later the pt complained of rare "fluttering pain" in their groin. Although requested additional info has not been made available.